Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/28/2019. Device evaluation summary: it was reported that a 59-year-old female underwent primary breast augmentation with an unknown mentor saline prosthesis filled to 500ccs and experienced left sided deflation post procedure. Ptosis was later noted. Upon receipt by mentor the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.4 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was revealed through the product investigation on 1/26/2019. The impacted product was a mentor smooth round moderate profile 475cc saline prosthesis. A manufacturing record evaluation (mre) was performed on 2/5/2019 for the finished device number 6695413, and no non-conformances related to the reported complaint condition were identified. Additional information was received on 2/14/2018. In addition to the deflation reported previously, bilateral asymmetric appearance created by ptosis of both prostheses was reported. See 1645337-2019-08677 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with an unknown mentor saline prosthesis filled to 500ccs and experienced left sided deflation post procedure. The deflation was confirmed through a physician¿s examination. As a result, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed.